Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a farpoint and farawave catheter was selected for use. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A non-boston scientific coronary sinus (cs) catheter was placed and a faradrive sheath with farapoint catheter was used to complete a cavotricuspid isthmus (cti) line with nitro given. A sinus was obtained but bradycardic. Then, versacross connect was placed, transseptal puncture was obtained visualized as mid/mid. Mapping was completed and a farawave catheter was advanced. Physician performed pulmonary vein isolation, posterior wall isolation and mitral valve isolation with a total of eighty-three (83) applications. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the left atrial appendage (laa) of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid (bright dark red blood) were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and passed away later that night. Here were no transseptal puncture or ablation workflow issues noted other than some groin access issues as patient had some difficult anatomy at the groin and appendage. The physician believes the complication occurred before the wm sheath was introduced. Patient family refused autopsy. Patient had other comorbidities that lead to decompensating sooner.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient death occurred. During a concomitant pulse field ablation (pfa) and left atrial appendage occlusion (laao) procedure, a farpoint and farawave catheter was selected for use. The patient was hospitalized two weeks prior for pneumonia and discharged. They presented the day of the procedure slightly hypoxic and with a lower hemoglobin level. Femoral access was gained with some difficulty having to use some dilation. A baseline pericardial effusion that was also noted on pre-computed tomography (CT), and premeasurements were obtained of the appendage. A non-boston scientific coronary sinus (cs) catheter was placed and a faradrive sheath with farapoint catheter was used to complete a cavotricuspid isthmus (cti) line with nitro given. A sinus was obtained but bradycardic. Then, versacross connect was placed, transseptal puncture was obtained visualized as mid/mid. Mapping was completed and a farawave catheter was advanced. Physician performed pulmonary vein isolation, posterior wall isolation and mitral valve isolation with a total of eighty-three (83) applications. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was into the left atrial appendage (laa) of the patient. Ice imaging showed that the appendage appeared to have a slight increase in smoke and overall looked sluggish. The physician inserted the wds and deployed the closure device, but it appeared to be proximal. The device was recaptured and the physician noted that the patient's blood pressures was dropping. The patient received cardiopulmonary resuscitation and a pericardiocentesis then needed to be performed. 500ccs of fluid (bright dark red blood) were pulled and the pericardial effusion was no longer present. The patient became stable and the physician decided to continue with the procedure. A new wds was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. The patient was sent to the intensive care unit (ICU) with the pericardial tap still in place. Monitoring of the tap showed no changes once in the ICU, but the patient's blood pressure continued to drop. It was decided to bring the patient back to the lab to attempt placing a temporary artificial heart pump. Imaging was finally obtained and showed that the tap had become occluded and that there was indeed more pericardial effusion that was not being pulled. The patient ultimately decompensated and passed away later that night. There were no transseptal puncture or ablation workflow issues noted other than some groin access issues as patient had some difficult anatomy at the groin and appendage. The physician believes the complication occurred before the wm sheath was introduced. Patient family refused autopsy. Patient had other comorbidities that lead to decompensating sooner.

Manufacturer narrative:
Additional information added to suspect medical device correction to device code. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. "Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the death, cardiac tamponade, pericardial effusion, hypotension and bradycardia are known inherent risk of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the farawave catheter IFU was reviewed and includes adverse events such as bleeding, vascular injury, cardiopulmonary complications, and hemodynamic instability that may occur in association with catheter-based electrophysiology procedures. In this case, the procedure included ablation beyond pulmonary vein isolation and posterior wall ablations, including mitral valve (mitral isthmus) ablation. This represents use outside the standard indicated use of the farawave catheter and is considered off-label. However, the reported complication, cardiac tamponade with subsequent hemodynamic collapse, is consistent with known risks associated with invasive intracardiac procedures and is not specific to the ablation location. There is no evidence available to establish that the off-label use contributed to or caused the reported event. There is no evidence that labeling deficiencies contributed to the reported event. Risk review: a risk review performed for the farawave device confirmed that the events of death, cardiac tamponade, pericardial effusion, hypotension and bradycardia are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of death, cardiac tamponade, pericardial effusion, hypotension and bradycardia are known inherent risk of the farawave device. The reported events of pericardial effusion, cardiac tamponade, hypotension, and bradycardia are recognized complications associated with invasive electrophysiology and structural heart procedures and are addressed within the farawave risk management documentation. The patient developed cardiac tamponade during the procedure, requiring pericardiocentesis. Although temporary stabilization was achieved, subsequent reaccumulation of pericardial fluid due to drainage occlusion resulted in hemodynamic deterioration and death. The reported hypotension, pericardial effusion and bradycardia are considered secondary to the tamponade and associated hemodynamic compromise. The timing of the complication suggests onset prior to the introduction of the watchman sheath; however, multiple intracardiac devices were used during the procedure, and the available information does not allow attribution of the event to any specific device. There were no reported farawave device performance issues and no evidence of device malfunction or manufacturing deficiency that could have contributed to the reported event. Although a definitive source of bleeding was not identified despite extensive evaluation, the overall clinical course is consistent with a known procedural risk.